Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the stent was partially protruding through the microdelivery catheter distal end. No anomalies were noted to the microdelivery catheter or the stabilizer. The stent was deployed in the laboratory. Inspection of the stent found that on one side the struts were tangled and one strut was kinked and separated. Based on the information and the investigation, it was not possible to determine the cause or potential cause of the broken stent.

Event description:
Analysis of the returned device found that the stent was broken. There was no patient contact.